Event description:
The total hip was revised for unk reasons.

Manufacturer narrative:
Summary of eval: the device was not returned, therefore, eval of the device could not be performed. Info from the user facility indicates that the device and add'l device info is unavailable.